Event description:
It was reported by service report that the power cord was missing the ground prong. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug missing its ground prong.